Manufacturer narrative:
The complaint has been confirmed and is associated with the ar-2654cl clavicle fracture plate, central third, left, ss. One unpackaged screw was received for investigation along with ar-2654cl clavicle fracture plate, central third, left, ss. Functional testing has revealed that the screw does not fit into the threaded hole of the returned plate. Upon visual inspection, there was observed damage to the head of the screw. The most likely cause for the reported failure is a patient-specific event.

Event description:
It was reported that there was a problem with a clavicular plate. At 6 weeks after the initial surgery the plate fractured. This led to recurrent pain, bone deformation and surgical resumption. The plate was removed and a new one was put in place. No further information received. Update avoe 28-jun-2024. This line was opened for the screw with unknown part number, which was returned together with the plate. No complaint allegation was reported for the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.